Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump alarmed a critical pump error. The customer was sleeping when the alarm occurred. The customer had a high blood glucose level of 488 mg/dl due to the insulin pump not working. They did not mention any form of treatment. The device will be replaced and returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded motor home switch, minor scratches on case and minor scratches on lcd window.